Manufacturer narrative:
The lens was inserted and removed. (B)(4). Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and there was no viscoelastic residue observed on the lens. No damage on the optic or haptics were observed. Event reported that the lens was backwards, however the lens was received out of the cartridge. Could not confirm the lens loading position on the returned lens. The customer's reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that after insertion of a za9003 20.5 diopter intraocular lens (iol), the physician discovered that the lens was backwards. The lens was removed and replaced. There was no vitrectomy or patient injury reported. However, incision enlargement was required. The patient is doing well.